Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: over the past two weeks their blood glucose levels (bg) have been running high, from 440 mg/dl to above 500 mg/dl. Patient was admitted to the emergency room with a bg of 840 mg/dl with severe nausea, severe vomiting, severe shortness of breath, and severe lethargy. Patient was admitted to ICU on an insulin drip. Pump was discontinued. The patient had recently gained 40 pounds and experienced an increase in activity level, having been bedridden for the last 24 months. Patient also is experiencing increased stress and pain levels. Pump settings were adjusted while in the hospital, and patient was sent to a nursing home, where settings were adjusted again. Patient states since being admitted to the nursing home his bg dropped to 39-49 mg/dl with severe shakiness. Patient unable to verify exact bg they are visually impaired. Nurse at skilled nursing facility reviewed settings with customer technical support (cts) and reported patient¿s current bg is 135 mg/dl with no symptoms. Site and site maintenance were monitored while on call with cts. Patient is rotating site every 3 days between abdomen, side, butt, and low back for the past five years. Patient denied leaking at site, damaged infusion sets, or bent cannulas. Alarm history showed no occlusion alarms. Per pump history, pump is delivering as programmed; no issues are found with the pump. Cts advised patient to follow up with hcp as recent changes to weight, pain, and stress may require setting adjustment. Cts advised patient his settings being adjusted twice over the past week may be causing some of the recent bg excursions. Cts advised patient to monitor bg and contact cts with any further issues as pump is delivering as programmed. Patient was upset stated they would speak to their hcp and abruptly disconnected call before suspend and advanced features could be reviewed.although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incidents

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.